Manufacturer narrative:
Device: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, + 13.5 diopter, and the lens turned the wrong way inside the eye. The lens was removed and replaced with the backup lens within the same surgery with no issues. There was no patient injury. The reporter indicated that the cause of the event was most likely due to a loading issue.

Manufacturer narrative:
Conclusion: as per dfu, this lens model is contraindicated for implantations in patients, less than 60 years of age. (B)(4).